Event description:
The customer complained that he missed an anti-e with with biotestcell-p3 on tango optimo. The customer returned the sample that had caused the false negative test result, but none of the supposedly defective product was returned for investigational testing. Therefore our quality control laboratory tested the retained biotestcell-p3 sample with the patient sample on tango optimo. Cell #2 of biotestcell-p3, which is e positive, reacted correctly positive on tango optimo. The reaction strength was 1+ positive. Our quality control laboratory tested the retained biotestcell-p3 sample with different negative and positive controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. All relevant instrument parameters of the affected tango optimo were checked with no indication for any instrument malfunction.

Manufacturer narrative:
This is our combined initial and final report on this incident.